Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements greater than 130 ohms. Indirect testing was performed with max output pacing returning similar measurements. A high energy shock was then performed returning a shock impedance of 88 ohms though indirect measurements continued to be high, though within normal limits at approximately 120 ohms. The physician adjusted the shock impedance alert threshold and will continue to monitor the patient. Boston scientific technical services (ts) reviewed available data noting the observed impedances may the be result of patient condition. Ts also noted that despite current programming of vvi, several instances of nonphysiologic noise on the unknown right atrial (ra) lead resulting in inappropriate atr episodes. Additionally some out-of-range pace impedances were observed with poor sensing and intrinsic amplitudes; it was recommended that daily measurements be programmed off with the correct tachycardia discriminators be adjusted accordingly. No adverse patient effects were reported.